Event description:
During a courtesy service call a iris potentiometer error was displayed. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The software was reloaded and the system was configured. The system was tested and operates as intended.